Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the power supply ps1 was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 shut down and restarted without command. There was no adverse pt involvement reported.